Event description:
Adult pulse oximeter sensor was plugged in and placed on patient, but was faint and would barely work. So, another one was used, but that one didn't work either. Both were from same lot number. Another device from the same company but different packaging was used and worked fine.